Event description:
The device would not cross. The anatomical information indicated that there was heavy tortuosity and the vessel had heavy calcification. In trying to cross the lesion the shaft of the device bent and then broke. The stent dislodged from the delivery system and was deposited in an unintended site. The stent remains in the pt. The pt was sent to surgery. The physician is not sure if the surgery was because of the embolization of the stent or because of the heavily calcified vessel. The pt would have gone to surgery anyway because of the vessel calcification.